Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted one of the reloads was pre-fired and engaged in interlock. The other reload had a full complement of staples. The reinforcement material and sutures were still intact on both reloads. The jaws of the reloads were open. There were staples protruding from the proximal staple cartridge channel of the first reload. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument for functional testing. The interlock was overridden on the first reload, and the reloads were then applied to test media. All staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the reload did not fire. There was no patient injury regarding the event. The device is expected to be returned for evaluation. No reinforcement material was used.